Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient's condition remained stable.